Event description:
The customer stated a cell-dyn 3200 analyzer generated discrepant hemoglobin results for one patient sample. The analyzer initially generated a hemoglobin result of 7.76 g/dl for the patient sample. Upon repeat, the hemoglobin value generated was 11.6 g/dl. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B) (4) - investigation in process, no results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation: calibration required. In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer technical advocate (cta) suggested to the customer to perform a 4 x 4 repeatability test in open mode and closed mode. The coefficients of variation were obtained and adjusted on the analyzer. The issue was resolved by performing calibration, as recommended by the cta. The instrument was performing within specifications. Tracking and trending did not indicate any adverse trend for the cell-dyn 3200 for the reported complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified for the cell-dyn 3200 for discrepant hemoglobin results.